Manufacturer narrative:
(B)(4) - product was requested to be returned for evaluation and has not been received. Note: this submission is based solely on the user facility statement. (B)(4).

Event description:
Customer reported the alarm sounds intermittently. The batteries were replaced with a new supply. There was no visible damage to the outside of the alarm. There was no patient contact.